Event description:
It was reported that during a shoulder procedure, the unit did not function as intended. It was further reported that the tip of the unit broke off in the pt. No adverse consequences were reported. The procedure was delayed ten minutes and another probe unit was used to finish the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.